Manufacturer narrative:
E.1. Initial reporter addr 1: no. (B)(6). H.6. Investigation summary: this complaint is confirmed. This complaint is for contamination of phoenix ast broth tubes (246003) batch number 2293261. The customer provided a photo of the affected tubes but did not return samples for the investigation. The photos show multiple tubes with batch numbers present and cloudy broth within. Based off the photos, this complaint is confirmed. A review of quality notifications reviewed no quality notifications generated on the complaint batch. A review of complaints revealed no other complaints on batch 2293261. Complaint trending was performed and there are no trends associated with this defect. H3 other text : see h.10.

Event description:
It was reported that prior to using bd phoenix¿ ast broth, the broth in four tubes was contaminated. No patient impact reported. The following information was provided by the initial reporter: "4 ast broths were found to be contaminated. Incident happened before use. Broth found to be contaminated before tests could be set up."